Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-08186. It was reported that a fluctuation in the speed occurred. The target lesion was unknown. An rc5000 rotablator console and a rotalink burr were selected for a rotational atherectomy treatment procedure. During the procedure, while the burr was inside the patient, it was noted that the user felt the console was not working properly as the speed of the burr was fluctuating.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that there was no damage to the console noted. There were no patient complications and the patient status is fine.